Event description:
It was reported that pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed using versacross connect laac access solution for transseptal puncture, which was completed with no issues reported, and a 27mm watchman flx pro closure device was implanted with no complications. There was a trace effusion present prior to procedure. The patient was stable post closure device implant. An effusion sweep was completed after the procedure with no changes. The patient underwent leadless pacemaker implant after the closure device was implanted. An effusion was noted five (5) hours post implant and a pericardiocentesis was performed. The patient was hospitalized and they are expected to fully recover. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.